Event description:
It was reported that the during laser lithotripsy procedure, the fiber broke in physician's hands. It did not break inside the patient. The procedure was completed using an alternate device. There were no patient complications reported.

Manufacturer narrative:
B3: date of event: actual event date is unknown; therefore, first day of bsc aware month and year was selected.

Event description:
It was reported that the during laser lithotripsy procedure, the fiber broke in the hands of the physician. It did not break inside the patient. The procedure was completed using an alternate device. There were no patient complications reported.

Manufacturer narrative:
Correction to field h6: evaluation method codes. Correction to field h6: evaluation conclusion codes. B3. Date of event: actual event date is unknown, therefore first day of bsc aware month and year was selected.